Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced loss of sound following a head trauma. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed a broken electrode wires between the electrode ground ring and fantail region. The photographic imaging inspection revealed broken electrode wires between the electrode ground ring and fantail region. System lock was verified. The device passed some of the electrical tests performed. The scanning electron microscopy (sem) analysis revealed tensile breaks of electrodes 1-16 between the electrode ground ring and fantail region. The device passed the mechanical tests performed. The scanning electron microscopy (sem) analysis revealed broken electrode wires between the electrode ground ring and fantail region, which are believed to have been induced by the trauma reported. It is believed that these breaks caused the open impedances measured at the clinic. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.